Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patent has 2 scs systems cervical and thoracic: this report references the patient's cervical system. Device 2 of 2. Reference MFR. Report#: 1627487-2018-08799. It was reported the patient's cervical leads migrated. The patient also stated she had a fall (date unknown). As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, the patient has effective therapy following the procedure.